Event description:
Reporter alleged being unable to read the test strip vial information on the strips used with blood glucose monitoring device system. Reporter stated being able to only read part of the information on the vial and could only read part of the use by date as well. Reporter indicated no actions were taken and no treatment was received as a result of the alleged event. A request was made for the rerurn of the suspect device and replacement product was sent.